Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital trust. Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the shield of the bd saf-t-intima¿ IV catheter safety system failed to retract. Customer stated the needle came out of the device designed to contain it. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: after evaluate the picture received, we cannot confirm or associate the reported defect to manufacturing process. By the position as is inner/outer assembly in the received picture, for us is very difficult to determinate if the internal diameter (shield inner) has a damage that could cause safety shield activation failure. This defect is not common in our process; however, only way to reproduce this defect is performing too force during the activation, causing damage in the internal diameter and leaving exposed needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined; however, a possible cause can be during device activation by user.